Event description:
Pt was revised to address femoral and tibial loosening

Manufacturer narrative:
The products were not returned for examination. A search of the complaint database did not show any other reports against the mfg lots. The investigation could not draw any conclusions about the reported device loosening without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.